Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable being cut from the distribution node (dn), damaging all wires within the cable. The belt was unable to complete detect and treat testing. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and had a damaged te pad.